Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus . Checked the subject device and found that the power switch did not work due to the failure of the power supply unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from osh, omsc surmised that the reported phenomenon was attributed to the accidental failure of the component of the power supply unit and there was no failure of the power switch because the function and the action of the power switch had no problem. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the connector was aging and the power supply was not responding. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.